Manufacturer narrative:
Update: fdc coded at investigation completion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that on CT 2 months post the index procedure, a type ia endoleak was observed in the patient. Intervention was performed with coiling of the aneurysm sac and implantation of an endurant cuff up to the level of the left renal artery. The area was then ballooned using a reliant balloon and 12 heli-fx endoanchors were implanted in the proximal part of the cuff. This resolved the endoleak. As per the physician, the cause of the event was related to migration of the bifurcate to 5mm below the level of the lowest renal. The cause of the migration was unknown. No additional clinical sequelae were reported and the patient is fine.